Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket erosion. The physician does not believe that the pacemaker or implant procedure were the cause for erosion. There was no sign of infection or vegetation. The pacemaker was explanted on (B)(6) 2019. There were no consequences to the patient.